Event description:
Reportedly, in the pci procedure to calcified lesion at lad #9, subject guidewire was advanced, an unknown balloon dilatation catheter was advanced over the guidewire and dilatation was performed. When removing the guidewire, physician felt some resistance, guidewire tip was being trapped in the lesion and coil deformation was found on the monitor. An unknown microcatheter was advanced over the guidewire and the guidewire was removed out together with the catheter. Guidewire was entire but coil deformation and dislodgment was observed. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Coil wire was found deformed and broken at the middle brazing, slightly dislodged to distal direction, but the guidewire was entire and there was no breakage apart of parts. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. It is inferred that the rotational manipulation was given to the guidewire while its distal section was trapped in the target lesion, resulting accumulation of rotational force on the coil, leading the deformation, breakage, and slight dislodgement of the coil wire due to the force exceeding the product design limit. Since all the shipped products are inspected for meeting the products specifications and shipping criteria. Based on the information reviewed, there is no indication of a product deficiency.